Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the customer had air bubbles inside the reservoir. Customer was told that there are always air bubbles in the reservoir and was instructed on how to remove them. Customer's blood glucose was 340 mg/dl. Customer stated that their blood glucose readings are high even though she is delivering a lot of insulin. Customer was instructed that there might be an occlusion. Customer stated that the cannula was straight the previous time that she pulled the infusion set out. Customer was advised that it was a possible site occlusion. Customer was instructed to consult the medical staff about insertion sites.